Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to pyxis system; this was happening before when we initially upgraded with pyxis. A technical support specialist (tss) confirmed that the user lock flag was not stuck in the database. The lockednoauthenticationdurationamount field was null. The net user command shows the active directory (ad) account was set to never expire. Login issues associated with knowledge article were resolved after es 1.7.4. The login issues prior to the upgrade may have been related to ka (medstation es-ad users cannot login with reason accountalreadylocked-user is not valid - invalid extension grant) if the system version was below 1.7.3 (update 3) or 1.7.4 (update 4). Since this system was running es 1.8.0, the user was most likely already locked on the ad side when attempting to log into the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple nurses encountered an unable to authenticate error message while attempted to log in to the system. The customer noted that a similar issue had occurred previously followed the initial pyxis upgrade last year. The issue appeared to be temporary; however, in the event of an emergency, it was critical that nurses have immediate access to medications. However, there were no delays or adverse events or injuries reported based on this event.